Event description:
It was initially reported that the device had logged fault code 9b01. After further eval, the device would not deliver energy. There were no reports of any pt involvement with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.